Event description:
Event description cpi received information that a patient with an endotak transvenous defibrillation lead (0115) received inappropriate shocks. The physician performed an invasive procedure and found an insulation break. The rate sensing portion of the (0115) lead was capped. The high voltage portion remains active. A sweet tip bipolar lead (4269) was added to the patient's system.